Event description:
The event involved a 15 unit of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve where it was reported there was a leak during patient use. The following issue was reported by the customer: "significant leakage of the anticancer medication at the extension level. In addition, the color of the extension is opaque. There was a remanufacturing of a new chemotherapy. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No 011-h2771 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot 13780299 was reviewed and there were no non-conformances that would have contributed to the reported complaint.

Manufacturer narrative:
D9 - date returned to mfg on 11/18/2024. Received one (1) used unit. List #011-h2771, 15 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve. One (1) used. List #unknown, chlorure de sodium fresenius 0,9% fresenius kabi 250 ml intravenous bag. As received, the set was visually examined, the set was missing the spike, bag, vented, red. No other anomalies were found on the set. Set was examined under uv light for signs of uv adhesive, no uv fluorescence observed. The set was attached to a hydrostatic pressure vessel and primed at gravity pressure and the set primed successfully. The set was leak tested per product specifications and no leaks were found. Confirmed customer complaint of "significant leakage of the anticancer medication at the extension level" due to the missing bag spike, probable cause insufficient solvent during assembly process. The device history report (DHR) for lot 13780299 was reviewed and there were no non-conformances that would have contributed to the reported complaint.